Manufacturer narrative:
Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had difficult anatomy preventing successful delivery of impella.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp supported patient was scheduled for escalation to an impella 5.5 device. During impella 5.5 insertion, user was unable to advance 5.5 pump across aortic valve. A clinical decision was made to abort the impella 5.5 insertion and remain on impella cp-sa support. Because the patient was already supported with an impella cp device and the support was deemed adequate from subsequent actions, the only patient consequence was a delay in therapy, since the user intended to escalate support to a 5.5 (provide more support) but was unable to do so with the 5.5 device.